Manufacturer narrative:
(B) (4). The intraocular lens was received and measured for diopter, results were correct as labeled, 16.0 diopter. All other optical measurements were within manufacturing specifications. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
Physician reported the lens was explanted 1 month after implant without complication due to his determination that the incorrect power was initially implanted.